Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s sister reported via phone call that they received no delivery alarm. The customer's blood glucose was unknown at the time of the incident. The troubleshooting was performed. The customer reports insulin was not exit and there was greater than normal resistance with plunger push. The customer also tried to just replace the reservoir and still not able to resolve the issue. The device will not be returned for analysis.